Manufacturer narrative:
The microscope and the light source were inspected. The illumination heat filter was in place. All functions of the system and the microscope light source were tested by a carl zeiss service technician and found to be operating within normal tolerances. No defect was found in the software or hardware. The microscope is fully functional and within carl zeiss specifications. For the surgical procedure, antimicrobial incise drapes were used that contain iodophor, a chemical reactant. Iodophor has been quoted in literature as being a potential cause of chemical burns. The doctor was quoted as saying the burn was a "chemical burn" and not a "thermal burn".

Event description:
After a surgical procedure, the doctor discovered a wound close to the site of the incision. The wound appeared to be a chemical burn. After reporting this incident, the doctor subsequently advised us of additional patients with a potential chemical burn following surgery. A detailed outline of these additional, potential cases provided by the doctor is attached as page 3 of this report. Posterior titanium pedicle screw construct stabilization, l5-s1 with posterolateral fusion, autologous bone.

Event description:
Rt c4-5, c5-6 posterior cervical foram.

Event description:
Bilat l4-5hemis, intralaminar decompression, partial facectomy and foraminotomies / lt l5-s1 re-exploration and enlargement of hemilaminotomy subarticular decompression and foraminotomy / lt l5-s1 in situ arthrodesis using local autologous bone graft / use of operating microscope / use and interpretation of intraop radiographs.

Event description:
Lt c6-c / partial facectomy and foram / lt c7 t1 partial facectomy and foram / use of microscope / use and interpretation of intraop radiographs.

Event description:
L4-5 bilateral microdecompression.

Event description:
Left l5-s1 microsurgical diskectomy / left s1 foraminotomy / use of operating microscope / use and interpretation of intraop radiographs.

Event description:
Rt l4-5 decompression / rt l5-s1pars defect decompression / partial sacrectomy and rt l5 s1 diskectomy use of microscope, ssep.

Event description:
Bilateral lumbar interlaminar microdecompression l4-5 and l3-4 medial facectomies l4-5 and l3-4 / foraminotomies l4-5 and l3-4/ use of operating microscope / use and interpretation of intraop radiographs.

Event description:
Rt sided l5-s1 microscope diskectomy / use of operating microscope / use and interpretation of somatosensory evoked monitoring.